Event description:
Implant failed due to failure to osseointegrate.

Event description:
Implant failed due to failure to osseointegrate. The event type has not been documented correctly in the original report. The event type has been updated.